Event description:
Vitality would not build up enough pressure for suction into the unit. Tubing was reconnected and the connection was checked multiple times. The tubing was connected to the pure graft machine and worked.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.